Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, capsular contracture and product discolored was requested on (B)(6) 2023. Lot number 2875463 can be observed on the device visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Product discolored: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "damaged implants". This relates to the left side. Device has been explanted, and replaced with non-allergan.

Event description:
Patient reported "damaged implants". This relates to the left side. Device has been explanted, and replaced with non-allergan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.